Manufacturer narrative:
The device returned for evaluation was reviewed and it was confirmed that the fiber was broken at the sma connector as described by the complainant. Upon review, the laser fiber did not exhibit any manufacturing defects or inconsistencies. It was noted upon review of the rfid information that the laser fiber was utilized by the customer with the laser device, which provides objective evidence the laser fiber was at least operating as intended prior to the breakage observed occurring. It is recognized that all laser fibers manufactured by dornier medtech america are subject to 100% inspection for visual defects as well as power performance testing which confirms the device is operating within specification. It is likely the root cause of the breakage related to the handling of the laser fiber, such as a mechanical force placed on the unit which resulted in the breakage. It is possible to state this damage was not likely to have been caused by any factor related to the manufacturing of the device. It is acknowledged that the difficulty in connecting and removing the laser fiber from a powered laser surgical instrument was not observed, and the laser fiber was possible to connect with a laser device without issue. The root cause of the complaint as reported was not possible to confirm.

Event description:
A holmium fiber was reportedly defective. The customer stated, "the fiber was used one time. After treatment, when the hospital tried to disconnect the fiber, the sma pin stuck to the connector part of the laser device and the sma pin and connector part of the fiber were separated".